Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pull wire broke and remains implanted in the patient.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: deployment wire broken into inserter. Probable root cause: design: interconnection between anchor and inserter too tight. Insufficient assembly design between anchor and inserter to facilitate ease of inserter removal. Raw materials too weak, deformed during insertion. Manufacturing: anchor/inserter not manufactured to specification. Anchor/inserter not assembled to specification. Incorrect heat treatment applied. Application: user unfamiliarity with device. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pull wire broke and remains implanted in the patient.